Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, worn keypad overlay, bubbled dso seal, worn uso seal, damaged rear housing and damaged battery door. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. The device was found to be over delivering. It was determined that the faulty expulsor was the root cause. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed volume accuracy testing and there was a ¿weird noise¿ coming from the pump head. There was no patient involvement.